Event description:
During an unknown procedure, it was reported by the affiliate that there was a mechanism defect. There was no consequence to the pt.

Manufacturer narrative:
D6: device returned with no lot ID. Based on the visual examination the instrument is a 512b, blunt tip, and does not have an arming button. The instrument was confirmed to have an olive with the inner connecting hinge broken, preventing the olive from locking. No conclusion could be reached as to how the olive broke. Co reviews each incident received in an effort to improve the processes and the products.